Event description:
Reporter alleged receiving the results of 183 mg/dl and 89 mg/dl on the performa system compared back to back with a result of 78 mg/dl on the active system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the active suspect device system used. Reference medwatch report with (B)(6) for the performa suspect device system used.